Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during drain 3/8 of their automated peritoneal dialysis therapy. Per initial report, the hp had disconnected their transfer set from the patient line of the homechoice set during drain 3/8. When the hp returned, the homechoice machine was alarming. The hp then reconnected to the setup and attempted to clear the alarm. Baxter's tsc assisted the hp in ending therapy early. No patient injury or medical intervention was associated with this incident, per the hp's nurse.